Event description:
It was reported that, after underwent a bhr on (B)(6) 2008 due to long history of severe rheumatoid arthritis. She developed severe left hip pain for which she did have pain on an everyday basis. The pain had progressed to the point that it was interfering with her daily activities. After this, patient experienced failed left hip resurfacing arthroplasty secondary to elevated serum metal ion levels bearing surface wear. Her serum chromium level was 5.4 mcg/l, serum cobalt level is 5.4 mcg/l. These were up slightly from 06/2018, at which point her chromium level is 3.4 mcg/l, cobalt level is 4.3 mcg/l. Surgeon sent her for repeat serum metal ion levels, and these were returned as significantly elevated with a serum cobalt level of 43.4, serum chromium level of 26.1 mcg/l. This adverse event was addressed by performing a revision surgery on (B)(6) 2023, during which surgeon converted to total hip replacement arthroplasty. There was some muscle edema present within the left rectus femoris muscle. Otherwise, no other significant muscle damage. There was a moderate bursal fluid collection over the left greater trochanter. It was noted that there approximately 30 ml of a straw-colored synovial fluid. There was suture material remaining from the previous posterior repair 14-1/2 years ago. This suture material was removed. The patient tolerated the procedure well, was brought to the pacu in stable condition.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.